Event description:
It was reported cartridge alarm 34 occurred during insulin delivery. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by administering a correction bolus. No third party intervention was required. Customer planned to use current pump for insulin therapy, and technical support arranged shipment of new replacement pump.